Manufacturer narrative:
Heating pad is bunched/crushed which shows abuse of the product and a violation of the instructions and warnings provided. This incident is the direct result of consumer misuse/abuse of the product.

Event description:
Consumer was leaning up against the heating pad while in bed when she noticed that it was getting extremely hot. She alleges that the heating pad scorched her pillow case. No injuries were reported with this incident.